Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 01/17/06, inratio: 4.6, lab: 11, mean: 7.8, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. The mean was > 5.0 and the difference between inr's is > 2.2. The readings considered inaccurate. Products will be tested. Inratio precision data provided by end-user lot 060415: first test inr = 2.1, second test inr = 2.0, third test inr= 1.8, mean = 1.96; sd = 0.15; %cv = 7.7%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 01/17/06, inratio: 4.6, lab: 11. Per text "pt didn't have visible symptoms of bleeding."